Event description:
(B)(4). Abdomen pain, feeling sick, dizziness, light headedness, constant migraines, light periods for about a month straight, can't get motivated or be happy, mood swings like crazy, appetite change.